Event description:
Philips received a complaint on the heartstart mrx device indicating that there was a calibration problem. There was no patient involvement.

Manufacturer narrative:
This report was discovered to be a duplicate of pr 4680744 submitted as MDR number 3030677-2024-01827. Device investigation is completed; please see updated codes in this report.